Manufacturer narrative:
Indeed the complained aspect about additional silicone material found on the membranes of the expiratory valves is intended. Dräger introduced a change in the manufacturing process some years ago according to which the membranes were fixed at two points with silicone glue at the valve body since then. This was triggered by the receipt of a certain number of complaints before where it was addressed by customers that upon receipt of the valves sometimes the membrane was found detached from the valve body inside the primary packaging. Since refitting the membrane by the user himself may lead to performance impairments dräger decided that time to fix the membranes. The tear-off forces for the glued membrane are not very high i.e. Are only able to withstand typical vibrations and shocks during transport. A dropping to a hard surface likely produces higher forces - this is considered the reason why new complaints are still being received despite the membranes are glued to the valve body. If a membrane gets detached during transport the presence of the silicone glue may be perceived as a nonconformity. The occurrence of a leakage during use can only be explained if the valve was exposed before to forces that led to (partly) detachment of the membrane from the valve body. A reasonable scenario would be that the membrane was found fully detached before use and re-mounted by the staff to the valve. With silicone glue residues still present at the valve body the re-mounting may not be successful in regard to leak-tightness. However - a reliable conclusion in regard to the exact root cause can't be drawn. Appropriate risk mitigation measures are in place: significant leakages will be detected during the recommended leak test prior to use - the basic device will post a leakage alarm once the membrane is not fitted tightly.

Event description:
Please refer to initial MFR. Report #9611500-2019-00166.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the diaphragm of the expiratory valve did not stay seated on the valve resulting in a loss of pressure. There was no injury reported.